Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Correction to aware date in: aware date should have been 13/may/2024. Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2024-09835. All information has been consolidated into this report. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b3, b5, b6, d4, d6a, d6b, h4, h6, h11.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. The device remains implanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, wear abrasion, particles deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required for these observations. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, d4, d9, e1, h3, h4, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. The device has been explanted and replaced with non-allergan brand.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.